Manufacturer narrative:
Event date: unknown.

Event description:
It was reported that the patients original pain in his back and legs had returned. Patient underwent a decompression and fusion procedure where the spacer was then removed. Patient is recovering at home. Implant discarded by hospital and will not be returned for analysis.